Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/14/2016 with the following findings: the black box contain no power on reset. Time and date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery component was leaking. Battery cap was hard to remove/insert due stripped battery cap¿s threads, was able to insert/ remove test battery cap fluently. Battery compartment cracked from the top above pad to cover part and battery compartment cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracked casing and leaking internal battery. This report is made based on the results of an investigation completed on 8/14/2006.